Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an infection near the anchor site. As a result, the patient underwent surgical intervention wherein the lead and anchor were explanted. Patient was prescribed oral antibiotics and the infection was resolved.

Manufacturer narrative:
An infection near the anchor site was reported to abbott. Surgical intervention wherein the lead and anchor were explanted. Patient was prescribed oral antibiotics and the infection was resolved. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.